Event description:
It was reported by the customer that a pyxis medstation es system tower doors failed in storage space, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the tower door shown as failed on storage space. A field service engineer instructed customer to utilize the keys manually to unlock the doors to resolve. A supplemental will be created if additional information received from the customer. The system functioned as intended after the customer resolve the issue.